Manufacturer narrative:
Root cause: after investigation, the root cause was unable to be determined since an analysis of the defective sample could not be performed. Additionally, a lot number for the defective product was not provided, and a review of documentation on hand found no issues that may have contributed to the reported event. Corrective action: a corrective action was not taken due to the root cause determination. Investigation summary. An internal complaint (call 44290) was received indicating an esophageal stethoscope (part (B)(4), lot not provided) provided unstable temperature readings during a procedure. The defective sample was not available for return. Additionally, the lot number of the defective device was not provided; therefore, a review of the device history record could not be performed. An inventory check of work order in process was performed and no issues were detected from a functional standpoint. All results were within the specification. A review of the last two manufactured and closed work orders was performed. No issues were found. The last two years of complaints were reviewed for similar reported events of unstable temperature readings. A total of 8 similar complaints were identified for the temperature monitoring probe product group. However, only one complaint (call 42523) was for the same part number under investigation. Call 42523 has been closed and the root cause was determined to be a manufacturing defect. Preventive action: a preventive action has not been taken due to the root cause determination. The investigation is complete at this time. If and when critical information is received, this report will be updated.

Event description:
During procedure, the physician requested reading of temperature probe. A nurse stated that numbers were fluctuating and not dependable. Probe was withdrawn and new probe inserted with no issues.